Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the operation the micro clips were used and the applicator cut the vessel. The applicator was then changed to other similar and the vessel was closed with that. No other treatment for the patient was needed. The condition of the patient is not known at this time.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the tecomet, inc (B)(4) facility as part of a (B)(4) pc. Lot in june of 2016. The returned instrument was evaluated and found that the jaws are in line with each other in the open and closed positions and the jaw rails are flat and not sharp and the tips of the jaws are both rounded off nicely. Further evaluation showed that this instrument is able to pick-up, retain, close and release clips both with and without the use of silastic test tubing which was used during our evaluation to see if we could replicate the alleged issue. We were unable to replicate the alleged issue therefore we are unable to validate the alleged complaint.

Event description:
It was reported that during the operation the micro clips were used and the applicator cut the vessel. The applicator was then changed to other similar and the vessel was closed with that. No other treatment for the patient was needed. The condition of the patient is not known at this time.